Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 53-year-old male was admitted for an elective percutaneous coronary intervention but deteriorated quickly into cardiogenic shock at the onset of the procedure. The decision for placement of an impella cp was made. Access was gained via the right femoral artery without issue, a guidewire placed into the ventricle and the impella cp advanced over the wire. Once the impella cp was placed into the left ventricle, an attempt was made to remove the indwelling guidewire but the wire was stuck despite best efforts to remove it. The decision was made to abort placement and replace the device. The replacement was placed without issue; the percutaneous coronary intervention was performed and the impella cp successfully weaned afterwards.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of the failure to advance was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d9 device return date added.